Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. In this case, there was no reported device malfunction associated with the supera self-expanding stent system (sess) and a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of hypertension and fever are listed in the supera instructions for use as known potential patient effects associated with peripheral percutaneous intervention. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The procedure was performed to treat a lesion in the distal superficial femoral artery. A 5.5x200mm supera self-expanding stent system (sess) was used, and the stent was implanted. The patient developed accelerated hypertension, pulmonary edema, chills with fever, and vomiting. No treatment was reported. In the opinion of the physician, the use of this device did not cause or contribute to complications or adverse events. There was no clinically significant delay in the procedure. No additional information was provided.